Event description:
Additional information received indicated that noise was able to be reproduced with pocket stimulation test during a follow-up in clinic. The physician plans to open the pocket and investigate the connection from the lead to the header.

Event description:
Additional information received indicated that the physician checked the rv lead during an invasive procedure, and noticed the rv lead setscrew was not tightened to the device header. The procedure was concluded after cleaning the header and tightening the rv lead setscrew. The patient was stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, intermittent capture was observed on the lv lead. The intermittent capture was not reproducible during a follow-up in clinic. The physician continuously observed the same alert and the patient will be brought in clinic again for further testing. The patient was doing well.